Event description:
It was reported that while testing the ventilator after completing the scheduled preventative maintenance, the turbine would not start up. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na